Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the when removed the sensor after insertion it seems that the electrode was left behind in the body. Customer's blood glucose level was unknown. Customer was able to remove the electrode herself. The sensor will not be returned for analysis.